Manufacturer narrative:
Initial reporter facility name: the first affiliated hospital of (B)(6). Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from a damaged pre blood pump pressure pod of a prismaflex m60 set c. The amount of blood loss was not specified. The treatment was stopped and a new set was used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation, however, a photograph was provided. The visual inspection of the provided picture observed a blood leak from the access pod. Blood was observed to be on the wrong side of the membrane. The reported condition was verified. The cause was linked to a defective pod provided by a supplier. Should additional relevant information become available, a supplemental report will be submitted.